Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken instrument conductor wire to be related to the customer complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The wires were not exposed, and all pieces of the insulation were present. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Additional observation(s) not reported by site were also identified: the fenestrated bipolar forceps instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.068¿ - 0.917 in length and were not aligned with the tube axis. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting damaged energy cable, an investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the isi device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the conductor wire was found to be damaged on the fenestrated bipolar forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the energy/ black cable was cut during the application of bipolar energy. The fenestrated bipolar forceps instrument was inspected prior to use. The issue occurred while applying vessel cauterization during dissection. The instrument did not collide with any other instrument or tool during the procedure. There was no allegation of fragment fell into the patient. There was no allegation of arcing/ sparking event during procedure.